Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint "that once the tip of the forceps was opened, it couldn't be closed". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Additional finding not reported by the site: the instrument was found to have thermal damage on the cut electrode. The electrical continuity test passed. The probable root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted procedure, the user observed that the synchroseal instrument jaws were not able to close. Use of the instrument was discontinued. The user completed the procedure using the backup instrument with no further issue reported. The procedure was completed with no reported injury.